Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise and a baseline shift resulting in two inappropriate shocks. The patient was subsequently hospitalized. The suspected cause is due to migration of the device. The device was reprogrammed to turn therapy off until further intervention can be determined. This device remains in service. No additional adverse patient effects were reported.